Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) due to chest pain and interrogated ventricular tachycardia non-sustained (vt-ns) episodes shows intermittent atrial oversensing on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead has far field r-wave (ffrw) oversensing.